Event description:
It was reported that during a lap fundoplication procedure, there was no coagulation from the beginning. A new instrument was used to complete the case. There was no adverse patient consequence.